Event description:
During a rotator cuff repair it was reported that the surgeon tapped the gold tapered awl down to etch mark, removed it and began twisting the anchor into the pilot hole. The anchor cracked. The nurse opened a new anchor and this cracked as well in the same spot. Bone quality was normal. There were no reported patient injuries or complications. The anchor cracked; there was no free piece. No fragments remain in the bone or free floating in the joint. Additional information received indicated "another hole was made".

Manufacturer narrative:
Two twinfix ultra pk devices were returned for evaluation. The anchors on their inserters were bent and broken at the distal tip confirming the complaint mode. The patient¿s bone quality was reported as normal and the site prep information (3.8 mm awl) conforms to the IFU instructions. There was no alleged malfunction of the insertion device so no functional test is required. The bend of the anchors is indicative of off axis insertion and the break of the anchors is consistent with encountering harder bone than expected. Per IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. Two-finger ao technique should be used to insert the anchor .for hard bone use the 3.5mm spade tip drill and the 4.5 awl-dilator¿. No root cause related to the manufacturer of the device can be established. (B)(4).